Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/26/2010 and 02/09/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported experiencing blurry vision while on the computer following bilateral intraocular lens (iol) implant surgeries. In a follow-up with the consumer, his wife reports that her husband is "doing great". Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.